Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular port was non-functional. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) ventricular port was non-functional. The ventricular port passed testing and was not broken. It was indicated that the atrial connector was broken. It was also indicated that the case and hanger were broken, and the hanger and a case screw were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.